Event description:
Major pump unit(s) involved: blood pumpspecific component(s) involved: other component malfunction, specify

Event description:
Major pump unit(s) involved: blood pump. Specific component(s) involved: other component malfunction. Other component: thrombi in rvad. Causative or contributing factor: no specific contributing cause identified. Explant rvad and lvad. Type: both (in the same or visit).